Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, upon use of a connector, a white flake or coating was visible on a connector piece. The surgeon decided to use another connector from the kit, instead of opening a new kit.

Manufacturer narrative:
Based on the picture review, the white specs are visually consistent with the flakes of hydrophilic coating material that the connector sleeves are coated with per coloplast manufacturing process, that may have separated from the part. However, the identity of the flakes could not be confirmed since no connector sleeve/flake sample has been sent back and the complaint unit has not been returned for evaluation. Therefore, the root cause cannot be confirmed. Per our internal packaging inspection procedure, loose foreign material inside the packaged tray is not allowed (limit of zero). Quality reviewed the production paperwork, during production inspection no foreign material was detected. No rework activity was associated with this work order. No nc, CAPA, or deviation activity was found to be associated with this work order. As of 11/04/2024, all but (B)(4) units from this lot have been consumed, and no other complaints for this failure mode have been received for this lot of assembly kits. Given the information collected during this investigation and no return of the unit, the root cause for the issue noted in the complaint cannot be confirmed. Based on no other complaints for this lot and no additional recent complaints (since june 2023) for this failure mode, this appears to be an isolated incident.

Event description:
According to the available information, upon use of a connector, a white flake or coating was visible on a connector piece. The surgeon decided to use another connector from the kit, instead of opening a new kit.